Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed a motor error. The alarm had occurred during basal. The alarm had occurred two times in one day. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of device and revert to a back-up plan. The device will not be returned for analysis.